Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A balance middleweight elite guide wire was advanced without issue. Pre-dilatation was performed with a 2.5 x 20 mm and a 2.25 x 25 mm non-abbott balloon catheters. A 2.75 x 23 mm xience xpedition stent delivery system (sds) was advanced but would not cross. Additional pre-dilatation was performed with a 2.5 x 20 mm non-abbott balloon. The same 2.75 x 23 mm xience xpedition sds was advanced and still could not cross the lesion. A 2.75 x 12 mm xience xpedition sds was then advanced and it could not cross the lesion. Pre-dilatation was performed by using a 2.75 x 12 mm non-abbott balloon. The patient experienced a vagal crisis, bradycardia and loss of consciousness. Cardiac massage was performed and the patient recovered. A non-abbott stent was implanted and the same 2.75 x 23 mm xience xpedition sds was advanced but it did not cross. Another non-abbott stent was implanted and again the same 2.75 x 23 mm xience xpedition stent implant was successfully implanted proximal to the two previously implanted stents. The same 2.75 x 12 mm xience xpedition stent implant was successfully implanted even more proximal, at the level of the ostium. The procedure was successfully completed by post-dilatation with a non-abbott balloon catheter. The patient is doing fine. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional xience xpedition, referenced is being filed under a separate manufacturing report number.